Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during treatment the adhesive does not stick. The adhesive remains on the protective paper. One box is defective. The treatment was delayed by one day, procedure was completed with a smith and nephew backup device and no harm or injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. The device, intended to be used in treatment, was returned for evaluation. Visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed reduced adherence, establishing a relationship with the reported event. The root cause has been identified as raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. Smith + nephew will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.